Manufacturer narrative:
The vega m58 is not approved in us, the vega m58 is a similar lead to the vgea r58.

Event description:
Reportedly the vega m58 was implanted on (B)(6) 2026. On (B)(6) 2026, the lead had dislodged and required repositioning. The lead was successfully repositioned today on (B)(6) 2026, and positioned in the right ventricular apex.